Event description:
It was reported the patient presented to the emergency room in complete heart block. The patient's device had not been checked for approximately two years. There was no pacing output, no telemetry with programmer and no magnet tone when trying to interrogate the device. The device battery was at end of life. The patient was admitted to the hospital for symptomatic bradycardia. The device was removed and a new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6948, implantable tachy lead, (B)(6) 2007; 4194, implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. The result of analysis is inconclusive.